Event description:
Dealer reports that patient returned this tens unit to his store stating that she had received a slight burn from one of the four electrodes. He discarded the electrodes but was able to see a slightly discolored area on the electrode. No medical attention was sought.